Event description:
It was reported that the patient presented with significant history of axial mechanical low back pain with radiation to the bilateral lower extremities and intermittent numbness and tingling. The patient had intractable pain and failure of non-operative care. On (B)(6) 2006, an MRI revealed l5-s1 right lateral disc herniation causing right foraminal stenosis. An l5-s1 anterior lumbar interbody fusion was recommended. On (B)(6) 2006, lumbar spine MRI revealed right lateral recess disc herniation at l5-s1 level causing right lateral recess and right outlet foraminal stenosis. On (B)(6) 2007, the patient underwent l5-s1 discectomy and partial vertebrectomy, l5-s1 arthrodesis, l5-s1 placement of interbody bio mechanical fusion device with rhbmp-2/acs, l5-s1 placement of titanium plate and screws, and harvesting morselized autograft. On (B)(6) 2007, the patient was discharged without any complications. On (B)(6) 2007, lumbar spine x-ray revealed l5 and s1 in good alignment. On (B)(6) 2007, the patient presented for his 6 weeks status post l5-s1 anterior lumbar interbody fusion. The patient was not taking any pain medications. Per the physician, ¿neurologically,¿is completely intact and x-rays show an excellent fusion construct.¿ treatment included pain medications. On (B)(6) 2007, the patient was involved in a motor vehicle accident. On (B)(6) 2007, lumbar spine x-ray revealed no significant interval change is appreciated compared with the previous study of (B)(6) 2007. On (B)(6) 2007, the patient presented for fourteen weeks postoperative visit. The patient reported his involvement in a motor vehicle accident and was taking 3-4 percocet per day. The patient stated he ¿has recurrence of his axial mechanical low back pain following this procedure.¿ a review of new lumbosacral x-rays revealed ¿an excellent fusion construct at l5-s1 with no displacement of the interbody spacer or anterior hardware.¿ treatment included decreasing his pain medications, switch him to hydrocodone in one month as needed for his pain, and follow up in 3 months for new x-rays. On (B)(6) 2007, the patient presented for a follow up visit. Per the physician, the patient ¿had complete resolution of his low back pain.¿ treatment included recommend beginning of work conditioning, re-evaluation of new lumbosacral x-rays, and possible return-to-work. On (B)(6) 2007, lumbar spine x-ray revealed post surgical changes are noted and appearance of the spine is stable compared to previous study of (B)(6) 2007. On (B)(6) 2007, lumbar spine ap and lateral revealed no acute fracture or subluxation visualized, and anterior lumbar fusion at l5-s1. On (B)(6) 2007, the patient presented for a follow up visit. The patient reported being involved in another motor vehicle accident where he was a belted passenger in a rear end collision. The patient stated ¿his low back pain has worsened since the accident, which he was previously doing very well following the previously stated procedure.¿ the patient also complained of some neck and trap pain with occipital headaches. Lumbosacral x-rays revealed no displacement of the interbody spacer or anterior hardware from the previous procedure. Treatments included cervical MRI and flexion/extension x-rays, and recommend continue use of muscle relaxers and pain medications. On (B)(6) 2007, the patient presented for a follow up visit. It was recommended that the patient return to work conditioning. On (B)(6) 2008, the patient presented to the emergency room with complaints of abdominal pain. The patient reported 1-2 days of abdominal pain. He reported ¿feels like it harder for him to push out stools since his back surgery approximately 1 year ago.¿ the patient also reported ¿having some trouble controlling his anal sphincter ever since he has had some lower lumbar spine surgery.¿ the patient reported he was on narcotics for chronic pain but stated ¿that he has been eating oatmeal and laxatives periodically with little relief.¿ x-ray revealed ¿evidence of a copious amount of stool in his colon and some in the dilated loops of small bowel.¿ abdominal flat/erect x-rays revealed nonspecific bowel gas pattern. The patient was discharged home with a diagnosis of chronic constipation. Treatment included magnesium citrate.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2004 the patient underwent spinal fusion with rhbmp-2/acs at l5-s1 due to herniated disk which was pinching nerve. Following complication was observed: leg pain which radiates down; issues started right away; causing pressure to other discs. On (B)(6)-2008 the patient presented with chronic pain